Event description:
A caller reported that the insulin gauge displayed a different amount than expected. There was no adverse impact on the customer¿s blood glucose level. To resolve the issue, the customer loaded a new cartridge.